Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer display overlay screen had an area that was unresponsive to the stylus. It was noted that upper display bullets and lower display bullets were damaged and the keyboard rail covers were broken. It was noted that lower case feet were worn, broken tabs on the power cord door and the handle cover was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.